Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
During conversation with a customer, the customer mentioned that the ventilator that was connected to a patient during helicopter transport, turned off on its own when it was exposed to 50 degrees centigrade. There was no patient harm. (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the device logs and information from the hospital. According to received information from the hospital, the temperature was plus 50 degrees celsius in the cabin of the helicopter at the time of the event. After the event the ventilator continued to be used. The received log files were captured nearly three months after the event. From the log files we could conclude that a pre-use checks had passed without any deviation, also all the pre-use checks one month before and after the reported event were without deviations. No technical errors related to a shut down were found on the reported event date. The yearly preventive maintenance has been done. The event logs that contain details of the event had been overwritten since the time of the event was nearly 3 months ago and the ventilator has been continuously used. Our conclusion is that we could not confirm the reported event and the cause as a result cannot be determined. According to the user's manual the ventilator operating temperature range must not be exceeded. Operating temperature range; plus 10 degrees celsius to plus 40 degrees celsius.

Event description:
(B)(4).